Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after unknown duration due to svd related as a result of calcifications in the 8 to 10 year range, no valve to be returned. No further info available.